Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he had eaten two boxes of pizza by himself, checked blood glucose was in the 300 mg/dl range. Attempted to bolus but device stated customer had active insulin. Customer waited another hour and blood glucose was going up to 500 mg/dl. Blood glucose started to go down about 330 at night and this morning customer's blood glucose was 65 mg/dl. Customer ate and blood glucose went up to 200 mg/dl. Customer has been on the device for two weeks. Customer stated he has talked to his doctor and adjusted basal rates before due to lows. Customer declined troubleshooting. Customer wanted to change settings on the device and was advised to speak to his doctor first. No further information reported.